Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported dentist advised to request a refund due to issues with teeth and dental health. Patient indicated the following periodontitis, sensitivity, discolored, sensitivity, root resorption concerns

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.